Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency medical services (ems) patient transport, hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been transported to the hospital by emergency medical services (ems) with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod. The dexcom sensor was displaying inaccurate readings in which they were indicating hypoglycemia while capillary and other sensor readings indicated hyperglycemia or normoglycemia. The patient treatment was not provided but it was reported that a hospital evaluation was performed; the issue normalized after several hours. The patient discharge date was also not provided. Additional information is being solicited, a supplemental report will be submitted if received.